Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture and decreased sensing. Fluoroscopy revealed both the right atrial and right ventricular leads were dislodged. During lead revision procedure, the helix would not extend on the previously implanted rv lead. Both the leads were explanted and replaced. Once a new rv lead was placed, the physician was unable to screw the lead into the implantable cardioverter defibrillator because of an issue with the set screw, a new device was implanted. The patient was in stable condition.

Manufacturer narrative:
Final analysis found overtorque of the inner coil and the helix was clogged with blood/tissue. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: the implant date should have been (B)(6) 2018 rather than blank. The explant date should have been (B)(6) 2018 rather than blank.